Manufacturer narrative:
Product analysis: the device returned for evaluation with the balloon folds partially expanded, exhibiting mild deformation and necking on the proximal balloon bond. The distal tip exhibited deformation. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the distal tip, suggesting a leak on the inner member. The balloon failed to maintain pressure. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure involving one solarice balloon catheter inflation difficulties were encountered. No patient complications were reported as a result of the event.